Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the low flow microblender ventilator is reading high and out of specification at a dial setting of 21%. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Device evaluation: result of investigation: the vyaire failure analysis lab found the right outlet port physically damaged with the chrome plating peeling away. The reported failure is traced to user. A replacement product was shipped to the customer.